Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. It was also reported that the pump shut off unexpectedly. The customer¿s blood glucose (bg) was 300 - 600 mg/dl. Customer required assistance to address bg level by a healthcare provider who administered 1 liter of lactated ringers and a correction bolus via pump. A replacement pump was sent to the customer.